Manufacturer narrative:
Pump passed the self test and displacement test, however moisture damage found on the lcd board. Pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer¿s blood glucose level was 116mg/dl at the time of the incident. The customer reported that this morning the screen looked like it had water under. It said he never got it wet and now the screen is not working at all. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis.